Event description:
It was reported by a sales rep stating that during a breast biopsy several blue cable error codes were received. They were able to manipulate the cables and complete the case with no consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. Part replaced that was not related to the customer complaint was the safety latch. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.